Event description:
A customer reported adc freestyle libre reader only turns on with the data cables. As a result, the customer had a loss of consciousness however was able to provide self-treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader jngy283-t1966 was returned and investigated. Visual inspection was performed and damage to the usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc freestyle libre reader only turns on with the data cables. As a result, the customer had a loss of consciousness however was able to provide self-treatment. No further information was provided. There was no report of death or permanent injury associated with this event.